Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to wear of angle wire, the play of up/down knob out of the standard value, due to clogging of suction tube in universal cord, foreign objects come out of suction port, due to wear of angle wire, bending angle in up direction did not meet the standard value, connecting tube scratched and connecting tube dented. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for a gastrointestinal videoscope having angle knob play. Upon inspection and testing of the returned device, foreign material was found exiting the scope suction channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material foreign was tat material larger than the inner diameter of the suction channel got into the suction channel and caused clogging. It was unknown on the cause of the entry of the foreign material, or what the material is. Olympus will continue to monitor field performance for this device.